Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the nose cone tip broke off during the procedure by dr. (B)(6)". The device piece was retrieved without issue. There was no patient injury or consequence reported. The patient's condition is reported as "fine". Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the nose cone tip broke off during the procedure by dr. (B)(6)". The device piece was retrieved without issue. There was no patient injury or consequence reported. The patient's condition is reported as "fine". Therapy was not delayed/interrupted.